Event description:
It was reported that the right atrial lead capture threshold started increasing about 10 months earlier and now at the clinic visit, there was no capture and sensing was intermittent. Initially the device was reprogrammed to a ventricular-only pacing mode and subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : d314drm, ICD, implanted (B)(6) 2012. (B)(4).